Manufacturer narrative:
This report is filed (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced cellulitis at the abutment site and was treated with a topical antibiotic (B)(6) 2015 (day not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient experienced recurrent cellulitis at the abutment site and was prescribed oral antibiotics (B)(6) 2014 (specific dates not reported). It was reported the site spontaneously drained and subsequently a transverse incision was made and a small amount of fluid was drained. A CT revealed cellulitis in the area with the osteoma. On (B)(6) 2014 (specific date not reported) the patient presented with infection and painful swelling at the abutment site and was prescribed oral antibiotics. In (B)(6) 2014 and again in (B)(6) 2015 (specific dates not reported) the patient was again treated with oral antibiotics. In (B)(6) 2015 (specific date not reported) the patient presented with an abscess and pus at the abutment site which required general anesthesia for treatment (treatment is unknown). Subsequently the abscess recurred and on (B)(6) 2015, the abscess was excised and the implant was explanted. During the same procedure, it was discovered the patient also experienced an infection and was treated with oral antibiotics for a course of 5 weeks. This report is filed april 25, 2016. The implanted device remains.